Manufacturer narrative:
The pump had a blank flashing white lcd with audio beeps due to a cracked lcd controller. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a blank flashing white lcd. The pump had a peeling serial number label, keypad overlay texture damage, a pillowing keypad overlay and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had constant tone and the screen was blank. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.